Manufacturer narrative:
On 08/19/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Reported issue could not be replicated. - no parts were replaced. - no parts have been received by manufacturer for analysis. - no further issues have been reported. Ed.

Event description:
A site physician reported that, while in a cranial procedure, was unable to track the biopsy needle within synergy cranial 2.2.7 software. The surgeon confirmed that the software called out biopsy procedure, had a start/end point, locked the trajectory and was attempting to track the instrument in the reducing tube. They were able to track all other instruments. The surgeon opted to discontinue the use of the navigation system to complete the procedure as a non-navigated biopsy. Delay in therapy was 5 minutes. There was no impact on patient outcome.